Event description:
It was reported that a 5.5 mm stryker barrel bur blade has burned a patient on the shoulder. The blade was in fact getting extremely hot near the end of the blade, but when suction of water through the blade occurs then heat is reduced. Further there seems to be plenty of lubrication on the blade.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a 5.5 mm stryker barrel bur blade has burned a patient on the shoulder. The blade was in fact getting extremely hot near the end of the blade, but when suction of water through the blade occurs then heat is reduced. Further there seems to be plenty of lubrication on the blade.

Manufacturer narrative:
The product was returned for investigation. The reported burn condition can be considered confirmed. This confirmation is based upon an evaluation of the event description, instructions for use (IFU) and risk documents. It is documented on the IFU that to provide adequate cooling when using the device, both, cutter tip needs to be immersed in water and that suction is flowing whenever the instrument is running, are needed. Customer admits submersion but without constant suction and the unit may thus overheat. Visual inspection showed minimal marks of friction. From the observed minimal marks it would be apparent that the heat build up is caused by not having fluid running through the bur along with constant suction as indicated on the IFU. Thus, the event description and device inspection coincide in misuse of the device against instructions on the IFU. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. In sum, the product was returned for investigation and the reported failure mode can be considered confirmed. The failure mode will be monitored for future reoccurrence.